Event description:
We received a case of vesco 20ml luer lock syringes from health care logistics. Customer stated, "two times today we have used the syringes, and the plastic cracked letting the iron fluid inside to spray across the technician using it. The lot number #220101. Not all are having this defect, but it is a concern as we are a cancer center and if certain chemotherapy medications were used to do this instead of the iron it could be a severe health hazard. Vesco now has the defected syringe.